Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted for gastrointestinal (gi) bleed. One of the intensive care unit (ICU) nurses reported that the pt's system controller was hot. The vad coordinator examined the system controller and confirmed that the system controller was "on fire". It was noted that the pt had suffered mild 1st degree burn on his hip where the system controller had been resting. At the time of examination by the vad coordinator, the system controller was found to be uncovered and had air circulating around it. The system controller was exchanged with another system controller and no further problems were reported.

Manufacturer narrative:
The system controller was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.